Event description:
White thread in the surgical site noted during final sweep with microscope.

Manufacturer narrative:
It was reported that a patient had a phacoemulsification with pc iol on (B)(6) 2023. Prior to the end of the case the surgeon noted a white thread in the surgical site during her final sweep with the microscope. No additional details were provided. A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.